Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a seizure and hypoglycemia on (B)(6) 2017 with a blood glucose level of 44 mg/dl. The customer's current blood glucose level was 598 mg/dl. The customer was treated with orange juice and glucagon injection. The customer was wearing the insulin pump during the hospitalization. The customer believes that the insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. No physical damage noted during our visual inspection.